Event description:
The pt's spouse reported that there is something wrong with the suspect device. Spouse stated it reads blood glucose high when pt's actual condition is low. They were attended by paramedics twice due to this. Spouse said the device result was 264mg/dl and pt was sweating and in an coma state. Paramedics came and they tested pt's glucose at 11mg/dl. They received an IV and were transported to the hosp for the second event. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.